Manufacturer narrative:
The insulin pump was pump received with black shadow on the display due to warped uneven printed circuit board on the lcd board. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected low battery alarms or failed battery test alarms noted. The battery display icon displayed the proper battery voltage. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that after receiving the replacement battery cap, the low battery alerts continued to occur. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan, however the customer declined to revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.